Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the guide wire coating was missing. Post procedure, it was noted that the coating of the choice pt guide wire was "missing". The procedure was successfully completed with this device. No patient complications were reported. Patient status is reported as "stable". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.